Manufacturer narrative:
A ge svc rep performed an on site investigation. The image intensifier was replaced. The sys was tested and operates as intended.

Event description:
The customer reported the 9800 sys displayed poor image quality during a procedure. No pt injury was reported.